Event description:
Additionally, it was identified that the target lesion originated in the distal sfa and extended into the popliteal artery. Prior to the thrombus event, the physician treated the sfa using one run at low speed, one run at medium speed and two runs at high speed. The physician then performed one run at low speed in the popliteal artery.

Manufacturer narrative:
The oad was returned with the original guide wire. The initial visual and tactile examination of the handle assembly, saline sheath, and driveshaft did not reveal any damage that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. The outside diameter (od) of the driveshaft and crown were measured using a calibrated dial caliper and met the drawing specification. The placement of the crown and driveshaft dimensions also met the drawing specifications. The initial visual and tactile examination of the guide wire did not reveal any damage that would have contributed to the event. Further examination revealed that the spring tip and proximal solder bond remained intact and undamaged. The returned .014" guidewire was loaded through the device without resistance. When tested, the device spun at low, medium, and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing at high speed, the fluid flow from the distal end of the saline sheath and driveshaft was measured three times and was within specification. The device and components functioned as intended with no abnormalities observed. The device history record for this lot number 131606 has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met its material, assembly, and quality control requirements. A review of the lot number in the manufacturing system and did not show any record of scrap. As the lot number for the guide wire is unknown a review of the material inspection record could not be performed. The saline pump and saline line were not returned for analysis. Therefore, it could not be determined if they contributed to the reported event. At the conclusion of the failure analysis investigation the root cause of the reported embolization could not be determined. The oad met specification, functioned as intended, and did not exhibit any damage that would have led to the reported event. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, distal embolization occurred while using a csi orbital atherectomy device (oad). The target lesion had moderate to severe calcification and was located in the superficial femoral artery (sfa). Multiple runs were performed using the oad at low, medium and high speed. Thrombus was identified and atherectomy was aborted. The physician resolved the embolization via thrombectomy and percutaneous transluminal angioplasty (pta). Normal blood flow was restored to the sfa and the patient status remained stable and asymptomatic. Additional information has been requested, but has not yet been received.